Event description:
It is reported that the lens was explanted due to the haptic appearing to be sheared. It was stated that the incision was enlarged to remove lens from the eye. It was stated that the patient is doing well on the post-operative visit. No patient complications were reported.

Manufacturer narrative:
(B)(4): enlarged incision; explanted intraocular lens; intraocular lens. The intraocular lens (iol) was received for inspection and found to have one broken haptic. There was also evidence of viscoelastic, ovd, (ophthalmic viscosurgical device) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.